Event description:
Caller reported a cracked and shattered touchscreen on the pump, rendering the touchscreen unresponsive and unusable. There was no adverse impact to the customer¿s blood glucose level. Cts (customer technical support) arranged to replace the pump, confirmed the caller's shipping address, and provided a pre-paid label for returning the damaged pump. The customer was instructed on how to activate storage mode on the pump before returning it, and acknowledged understanding of these instructions. The customer intended to use mdi (multiple daily injections) as a backup therapy to ensure continued insulin delivery until the replacement pump arrived.